Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer reported a no delivery alarm prior to hospitalization. Troubleshooting was done. The customer reported that the tip of cannula of the infusion set might be bent. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.